Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow keypad button was sticking. It was noted that the pump was having trouble with locking and unlocking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The keypad was found to be fully intact; there was no damage observed. The complaint of the sticking up arrow keypad button was not able to be duplicated during testing. The keypad cover was removed and no contamination was found under any button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.